Event description:
Follow-up 2 information received on 27-mar-2019 from the quality department. Based on available data from our quality departement, the results of quality investigation revealed that there was no anomaly or maintenance interventions that may have affected the quality of the product were identified during the production of this batch. In addition, since the practitioner did not provide the needle concerned by the complaint, the defect could not be found during the tests and the cause of origin of the defect could not be identified. Potential cause related to misuse by the practitioner seems privileged: folding the needle prior to completion of the injection and / or use of an improper needle for the type of injection. Moreover, insertion of the needle to the base resulted in the need for surgical intervention to attempt to remove the fragment. A re-sensitization of the practitioner was recommended. No more information was available. Fu#2: additional information provided regarding the results of quality investigation. Causality assessment on re-evaluated on 06-dec-2019 on add in on 27-mar-2019: seriousness: serious (required intervention to prevent permanent impairment/damage (devices) and hospitalisation). Expectedness: foreign body in gastrointestinal tract: unexpected fr/us. Needle issue: unexpected fr/us. Causality: a) latency: compatible. B) recognized association: no. C) analysis - the possible causes for the reported events may be the bending of the needle before use and/ or a sudden movement of the patient during injection. At the time of the report, the sample of the broken was not available. However quality investigations performed on the product from the same batch didn't show any results out of specifications. Therefore the causal relationship between the device and the events was considered as unlikely. D) dechallenge: na. E) rechallenge: na. Concluded causality who: unlikely. The risk of needle breakage is known and is explained by different causes such as the bending of the needle before use, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure. In this case, no adverse event was reported but fragment needle was not removed at the time of the report and there was no information to identify a misuse or inappropriate usage during the local injection. No other claims have been registered on the batch. Therefore, no CAPA is required . Fu#2 (27-mar-2019): based on quality investigation results the causal relationship was changed from not assessable to unlikely.

Manufacturer narrative:
The cannula batch used by sofic for the production of this batch of needles was delivered with a certificate of conformity iso 9626 [...]. This is the first claim on (B)(4) sold for this batch of needles. If the problem of cannula rupture was related to its quality, the occurrence would be higher. The additional tests carried out by sofic on the needles of the sample box of this lot (folding tests to check the rate of rupture of the needle during use in extreme conditions and tensile tests on the dynamometer in order to measure the force to exercise to break the cannula) have shown no abnormality on the needles. No anomaly relating to this type of defect or any maintenance intervention were recorded on the control and production documents or in the databases on the offending batch. There was no maintenance intervention on the assembler that could have an impact on the quality of the cannulas or on a deviation that could have an impact on the quality of the cannulas. Misuse of the needle can cause the cannula to rupture. Precautions for use and warnings against the risk of breakage during improper use, are clearly mentioned on the box. The description of the claim and the additional information received do not indicate whether the needle was folded before injection. In the present case and according to the known elements, the possible causes not separated for the rupture of the needle could be related to misuse: folding of the needle before use and / or use of a needle size unsuitable for the type of injection. Insertion of the needle to the base resulted in the need for surgery to remove the needle fragment. The results of quality investigation revealed that there was no anomaly or maintenance interventions that may have affected the quality of the product were identified during the production of this batch. In addition, since the practitioner did not provide the needle concerned by the complaint, the defect could not be found during the tests and the cause of origin of the defect could not be identified. Potential cause related to misuse by the practitioner seems privileged: folding the needle prior to completion of the injection and / or use of an improper needle for the type of injection. Moreover, insertion of the needle to the base resulted in the need for surgical intervention to attempt to remove the fragment. A re-sensitization of the practitioner was recommended.

Event description:
Spontaneous report, from (B)(6). (B)(4). Initial information was received from the dentist by the distributor (B)(4) and forwarded to the manufacturer sofic on 17-dec-2018 and follow-up 1 information received on 21-dec-2018 from the distributor (B)(4) by email. The dentist reported that the suspect device aiguilles 30g court 0.3x21mm (batch # f06953aa, expiration date : unk) was used on a female patient with an unspecified age and medical history for a troncular local anaesthesia (to the spix spine) on cheek on (B)(6) 2018. She was not feeling anxious during the dental care. On (B)(6) 2018, the dentist performed the first injection with success and during the second injection, the needle broken at the base and remained stuck inside the tissues of the patient's cheek. Subsequently, the patient was admitted to stomatology unit to remove the needle, the procedure was unsuccessful. She was operated under general anesthesia twice (at (B)(6) hospital in the maxillofacial surgery department and at (B)(6) hospital). A CT-scan was performed, no value available. At the time for this report, the patient's outcome was not recovered due to the needle was still stuck. No force was applied to the needle during the injection. The customer told us not to have a photo. She did not keep the other broken end, but she kept the box with the other needles, which she preferred to keep the time that her insurance comes back to her. No sample was available yet. Causality assessment on 26-dec-2018 on initial information received on 17-dec-2018 and additional information received on 21-dec-2018: seriousness: serious (required intervention to prevent permanent impairment/damage (devices) and hospitalisation). Expectedness: foreign body in gastrointestinal tract: unexpected (B)(6)/us. Needle issue: unexpected (B)(6)/us. Causality: latency - compatible. Recognized association - no. Analysis - the possible causes for the reported event may be the bending of the needle before use, a sudden movement of the patient during injection and/or a quality issue of the product. At the time of the report, the sample of the broken was not available. Therefore the causal relationship between the device and the events was considered as not assessable. Dechallenge - na. Rechallenge - na. Concluded causality who: not assessable.